Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was prescribed gabapentin and referred to pain management for additional medical treatment. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and near the fantail, and the electrode was sliced near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding recipient status was unsuccessful.